Event description:
It was reported during a routine check performed by hospital, the cs100 intra-aortic balloon pump (iabp) customer is complaining regarding battery low indication on display. There was no patient involved.

Manufacturer narrative:
A getinge fse was dispatched to evaluate and was able to reproduce the reported failure. To fix the issue, the fse replaced the power supply and reported that the unit was working ok.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) customer is complaining regarding battery low indication on display.